Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer parents reported via phone call that they experienced high blood glucose. Blood glucose reading was 377 mg/dl. The customer treated for their high blood glucose with bolus via insulin pump. Customer was experienced vomiting. Customer blood glucose was 354 mg/dl. Customer stated that infusion set cannula was kinked. The insulin pump will not be returned for analysis.